Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave 31 mm - ous catheter was selected for use. However, it was not possible to move the wire, it was stuck in the catheter. The catheter was replaced, and the issue was resolved. No patient complications were reported. The device is not expected to be returned, it was disposed.